Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
The surgeon was performing a removal of screws and rods that were implanted "roughly year earlier" by another surgeon at another facility. The pre-operative plan was to remove all screws and perform a further a decompression. When one of the screws was removed, it was noted that the screw was broken below the tulip head. Sample discarded.